Event description:
One 3.5 x 15 endeavor sprint rx drug-eluting stent was implanted at the lad. Approximately 13 months later, the patient was admitted to hospital with chest pain and pressure. Patient underwent CT angiogram to rule out pulmonary embolism. The patients troponin peaked at 0.9 confirming a myocardial infarction. Patient had no acute st changes. During the angiogram, the patient exhibited mild in-stent restenosis of the lad study stent, but no significant coronary artery disease. The patient was discharged 3 days later with unstable angina. Investigator has indicated that in-stent restenosis was possibly related to the device.

Manufacturer narrative:
(B)(4). Evaluation: results: myocardial infarction and occlusion.